Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 423 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting high blood glucose. Customer reports they did receive a sensor updating alert. Customer reports they did receive a calibration not accepted alert. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozp-mmt-7020-snsr.